Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, smoker, pain, mobility. Patient presented with loose implant with crown.